Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref. #(B)(4).

Manufacturer narrative:
The inspiratory and expiratory pressure transducer printed circuit boards (pcb) were replaced during on-site troubleshooting and were returned for investigation. The investigation showed that the inspiratory pressure transducer pcb was faultless. During simulated use testing of the expiratory pressure transducer pcb in a reference ventilator, performed pre-use check failed the internal leakage test since the expiratory pressure transducer measured a negative pressure. The tests also revealed that the offset from the expiratory pressure transducer had drifted 7 mv in 30 minutes which indicates instability in the pressure sensor on the returned pcb. During ventilation alarms for high airway pressure, low peep (positive end expiratory pressure) and low expiratory minute volume were generated. When the pressure sensor was replaced the pcb functioned normally. Microscopic inspection of the pressure sensor showed that there were unknown particles in the ceramic cavity on the top of the sensor's chip. Earlier investigations of other pressure transducer pcb have shown that when the cavity was cleaned, the pressure transducers functioned normally. In this case it was not possible to clean the cavity. The conclusion is that the presence of unknown particles in the ceramic cavity on the top of the sensor's chip has affected the function of the pressure sensor and caused the reported failure. The root cause of the presence of particles in the ceramic cavity has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).